Event description:
It was reported that while preparing to transport a pt to x-ray, the clinician unplugged the unit, and the unit shut down, did not automatically switch to battery power and did not elicit an alarm. The clinician reportedly plugged the unit back into ac power and the unit resumed ventilation of the pt. The clinician unplugged the ivent again, and reportedly the unit shut down again without switching to battery power. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.